Event description:
Device inserted into left basilic vein of an apprehensive pt who then developed a raised rash in the upper arms, head and lower legs with facial flushing and hands turned purple. There was no shortness of breath. Pt's heartrate went from 64 to 98, b/p 154/78, repirations-28. Benadryl 50mg po given to the pt. Approx one hour after device was inserted, pt's symptoms began to subside. Pt was discharged to home the next day with the device in place.

Manufacturer narrative:
Date sent to FDA: 12/06/96. Code 2200 - on label.